Event description:
Reporter alleged obtaining discrepant blood glucose values of 435 mg/dl back to back with a result of 152 mg/dl when testing was performed 5 minutes apart on the aviva system. Reporter stated he was not experiencing any hypoglycemic of hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. The suspect product was not returned to the manufacturer for evaluation.